Event description:
On (B)(6) an amazon customer commented that the product was false negative: customer said that there are 2 negatives from 2 different boxes. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.